Event description:
It was reported that shock impedance measurements during implant of this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d), varied from 120 ohms to measurements greater than 125 ohms. Rv pacing impedance measurements were noted to be stable at 400 ohms, and threshold measurements were within normal limits. The physician then disconnected and reconnected the lead to the device header, and variable shock impedance measurements of 90 to 110 ohms were observed. Defibrillation threshold (dft) testing was then performed, and was successful in converting the patient with shock impedance measurements of 101 ohms. Following dft testing, varied shock impedance measurements continued to be observed from 105 ohms to measurements greater than 125 ohms. Lead to device header connections were noted to be appropriate. The root cause of the varied and out of range shock impedance measurements was not determined. The physician opted to leave the system as is, and the procedure was completed. No adverse patient effects were reported. This device remains in service.